Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the customer raised a security concern related to concurrent login capabilities in the iscv. Philips has started an investigation of this complaint.